Manufacturer narrative:
(B)(4). Upon further evaluation, it was determined that the maquet representative only became aware of the event june 21, 2016. (B)(4) became aware prior, however, (B)(4) is not a maquet representative. Therefore, the aware date is june 21, 2016. The manufacturer is still waiting for the complete information of the iabp evaluation.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown without alarm. The patient died and the patient death was most likely attributed to the iabp malfunction. The patient entered in cardiac arrest immediately after the therapy was interrupted. The customer attempted CPR but was unsuccessful. The manufacturer distributor's representative provided a different iabp on the same day of the event to the customer.

Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The manufacturer distributor¿s representative informed that the iabp generated an error code f0 (watch dog timer (wdt) reset fault). The manufacturer is still trying to obtain additional details of the evaluation of the iabp.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown without alarm. The patient died and the patient death was most likely attributed to the iabp malfunction. The patient entered in cardiac arrest immediately after the therapy was interrupted. The customer attempted CPR but was unsuccessful. The manufacturer distributor's representative provided a different iabp on the same day of the event to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown without alarm. The patient died and the patient death was most likely attributed to the iabp malfunction. The patient entered in cardiac arrest immediately after the therapy was interrupted. The customer attempted CPR but was unsuccessful. The manufacturer distributor's representative provided a different iabp on the same day of the event to the customer.

Manufacturer narrative:
Corrected describe event or problem, other relevant history. The manufacturer was able to verify that prior to the event, the maquet power supply maquet fsca (FDA fsca number z-1140-2015) was performed. In addition, it was also reported to the manufacturer the software version was upgraded from b.04 to b.12. In addition (B)(4) (distributor) is unsure whether the software upgrade addressed the reported fault codes found during the initial iabp evaluation. Further, the manufacturer is requesting the distributor to remove the iabp involved in the event from service so that the unit can be evaluated further directly by the manufacturer. Updated fields: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown without alarm. The patient died and the patient death was most likely attributed to the iabp malfunction. The patient entered in cardiac arrest immediately after the therapy was interrupted. The customer attempted CPR for a period o f 45 min, but was unsuccessful and pronounced the patient's death. The customer stated at the time of the event, there was no replacement iabp available. The manufacturer distributor's representative provided a different iabp on the same day of the event to the customer.

Event description:
It was report that after coronary artery bypass surgery was complete on a patient, the iab (intra-aortic balloon) mega 8fr was inserted intraoperatively, post-operative. Iabp(intra-aortic balloon pump) shutdown suddenly with no previous warning by alarm to notify the doctors and call about any occurring malfunction. Patient arrested immediately. The iab and the iabp was removed after patient was announced dead and is most likely attributed to the iabp malfunction. The patient¿s death was most likely attributed to the iabp malfunction due to the following: this patient was suffering from cardiogenic shock post myocardial infractions, and after performing cardiac surgery and by pass, iabp was inserted intraoperatively, the hemodynamic response to iabp improved markedly specially that he was an additional vasoactive/inotropic support preoperatively. The iab inserted was mega 8fr. The patient was completely dependent on the iabp (mega 8fr) which improved his cardiac function given the effect of the iab on coronary circulation after load state. Iab therapy setting was 1:1, full augmentation, automode. Once the iab (mega 8fr) stopped suddenly, the event of cardiac arrest occurred immediately. Unfortunately there was no alarm set off prior to stoppage to notify attending physicians to know possible malfunction. There was no time to replace the unit, given rapid sequence of events as CPR was initiated immediately and there was no adequate response. At the time of arrest, this was the only iabp device available. There were no contraindications for insertion of iab. The patient is a known diabetic there is no evidences of pvd as documented preoperative aortic calcification was nor was an issue as proximal bypass grafts anastomosed on proximal ascending aortic. Therapy was stopped on (B)(6) 2016at 4:00 o¿clock am. It was not reinitiated due to mortality (patient died). Cardiac arrest occurred immediately after iab stopped, CPR was initiated as per guidelines, 45 minutes of CPR was unsuccessful to regain patient¿s spontaneous circulation, and patient was announced dead at 4:50 am on (B)(6) 2016. The customer stated at the time of the event, there was no replacement iabp available. The manufacturer distributor¿s representative provided a different iabp on the same day of the event to the customer.

Manufacturer narrative:
This record supersedes mfg report 2249723-2017-00068 which was contained an incorrect 'report type' that resulted in the record generating an incorrect mfg report number. Corrected fields: e1, h10 (device codes, evaluation result codes, evaluation conclusion codes).

Event description:
It was report that after coronary artery bypass surgery was complete on a patient, the iab(intra-aortic balloon) mega 8fr was inserted intraoperatively, post-operative. Iabp(intra-aortic balloon pump) shutdown suddenly with no previous warning by alarm to notify the doctors and call about any occurring malfunction. Patient arrested immediately. The iab and the iabp was removed after patient was announced dead and is most likely attributed to the iabp malfunction. The patient¿s death was most likely attributed to the iabp malfunction due to the following: this patient was suffering from cardiogenic shock post myocardial infractions, and after performing cardiac surgery and by pass, iabp was inserted intraoperatively, the hemodynamic response to iabp improved markedly specially that he was an additional vasoactive/inotropic support preoperatively. The iab inserted was mega 8fr. The patient was completely dependent on the iabp (mega 8fr) which improved his cardiac function given the effect of the iab on coronary circulation after load state. Iab therapy setting was 1:1, full augmentation, automode. Once the iab (mega 8fr) stopped suddenly, the event of cardiac arrest occurred immediately. Unfortunately there was no alarm set off prior to stoppage to notify attending physicians to know possible malfunction. There was no time to replace the unit, given rapid sequence of events as CPR was initiated immediately and there was no adequate response. At the time of arrest, this was the only iabp device available. There were no contraindications for insertion of iab. The patient is a known diabetic. There is no evidences of pvd as documented preoperative. Aortic calcification was nor was an issue as proximal bypass grafts anastomosed on proximal ascending aortic. Therapy was stopped (B)(6) 2016 at 4:00 o¿clock am. It was not reinitiated due to mortality (patient died). Cardiac arrest occurred immediately after iab stopped, CPR was initiated as per guidelines, 45 minutes of CPR was unsuccessful to regain patient¿s spontaneous circulation, and patient was announced dead at 4:50 am on (B)(6) 2016. The customer stated at the time of the event, there was no replacement iabp available. The manufacturer distributor¿s representative provided a different iabp on the same day of the event to the customer.

Manufacturer narrative:
The manufacturer is trying to obtain additional details of the event and the evaluation of the iabp; however, the customer reported that the distributor evaluated the iabp and a software upgrade was performed.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp had a malfunction and stopped working. The patient died. It's unclear if the malfunction has a direct impact to the outcome of the patient or not. The event occurred approximately 4 months ago (the specific day of the event was not reported).

Manufacturer narrative:
A company representative performed a visual inspection on the iabp, removed the pump console from the hospital cart and noticed corrosion residue surrounding the connectors of coiled cord and coiled cord interface cables, located on top of the pump module. After removing the back cover from the cardiosave iabp, additional corrosion residue on the front end board, executive boards and recorder was noticed. The corrosion is suspected to be related to saline solution. The components with corrosion (coiled cord, coiled cord interface cable, front end pcba, executive pcbas and recorder) were replaced to confirm that the corrosion was the cause of the failure. After replacement, the cardisoave iabp powered on successfully and ran for 72 hrs without in the burn-in room any issues.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown without alarm. The patient died and the patient death was most likely attributed to the iabp malfunction. The patient entered in cardiac arrest immediately after the therapy was interrupted. The customer attempted CPR for a period o f 45 min, but was unsuccessful and pronounced the patient's death. The customer stated at the time of the event, there was no replacement iabp available. The manufacturer distributor¿s representative provided a different iabp on the same day of the event to the customer.